Event description:
It was reported to philips that the device was thrown and the control board was damaged. The device "does not start anymore." There was no reported patient involvement/adverse patient impact.